Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the patient woke up with the infusion set tubing broken by the luer lock connection to the pump. No adverse event reported. Requested return of the alleged device for evaluation.